Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (128-fxxx) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission: 11-apr-2018. Device evaluation: the device has been returned and evaluated by product analysis on 05-apr-2018 with the following findings: during investigation, the pump was unable to power up and found to be completely unresponsive. The returned battery cap was observed to be undamaged and able to properly secure to the pump. The original complaint of a battery life issue was unable to be investigated due to the pump unresponsiveness. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.